Manufacturer narrative:
Evaluation of this complaint confirms it is associated with a previously confirmed issue. The ticket reported discrepant patient results (false positive) when using the alinity m resp-4-plex app spec ce. Therefore, it will also be dispositioned as confirmed. Specification not met: the review of the customer data demonstrated that the alinity m resp-4-plex 09n79-01b v2.00 app spec ce did not perform as expected due to suspected carryover for sample identification (sid)s included in these complaints, specifically for sars-cov-2 analytes. Carryover can occur at the amplification plate during mastermix well mixing, which is driven by the details present in the amplification specification file. Carryover at the amplification plate during mastermix well mixing was identified for sids in this complaint. Potential amp tray carryover is suspected to be the cause for the discrepant patient results (false positive for sars-cov-2 analyte). If carryover of samples occurs between adjacent wells during master mix addition, this could lead to false positives results being reported on the alinity m for the alinity m resp-4-plex assay, specifically only the sars-cov-2 analyte. A product deficiency was identified for the alinity m resp-4-plex 09n79-01b v2.00 app spec ce therefore this complaint will be dispositioned as confirmed. As this customer also observed false results on the rsv target, additional investigation was performed specific to the rsv observation. Investigation into the rsv observation included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The run involving sample ids (B)(6) were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. No abnormal curves were observed. Based on the cycle number, the discrepant results are determined to be near the assay limit of detection (lod) which means the positive interpretations are not 100% reproducible using the alinity m resp-4-plex assay. Additionally, the sensitivity for the rsv target varies between platforms. If the alinity m resp-4-plex assay is more sensitive (i.e. Lower lod) than the competitor platform, then a low titer sample can receive a positive interpretation using the alinity m platform but a negative interpretation using the competitor platform. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518436 and its components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 518436. The quality control amp kit masterlot testing met all acceptance and validity specification criteria. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 518436 and its components and did not identify any internal or post-production use issues related to these lot numbers and reported issue. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 518436. Additionally, customer data review verified that the curves for both samples appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 518436 and discrepant results that exhibit normal, sigmoidal curves. The lot specific complaint history review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518436 identified 4 additional complaints related to the reported issue for the alinity m resp-4-plex amp kit (list 09n79-90) lot 518436. Three tickets were confirmed for carryover which is assay related but not a lot specific issue and not related to the rsv results. One ticket was independently investigated and determined no product deficiency. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 518436 was not identified as related to the false positive results for the rsv target. Abbott molecular determined that a field corrective action ((B)(4)) should be taken via approval of (B)(4) on (B)(6) 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number (B)(4)). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Recall number: z-0004-2022. The following mdrs were also reported as related to (B)(4): 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1, 3005248192-2021-00190 follow up report 1, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, 3005248192-2021-00119 follow up report 1, 3005248192-2021-00169 follow up report 1, 3005248192-2021-00171 follow up report 1, 3005248192-2021-00172 follow up report 1, 3005248192-2021-00173 follow up report 1, 3005248192-2021-00174 follow up report 1, 3005248192-2021-00177 follow up report 1, 3005248192-2021-00183 follow up report 1, 3005248192-2021-00283, 3005248192-2021-00108 follow up report 2, 3005248192-2021-00113 follow up report 2, 3005248192-2021-00306, 3005248192-2021-00122 follow up report 1, 3005248192-2021-00157 follow up report 1, 3005248192-2021-00158 follow up report 1, 3005248192-2021-00200 follow up report 1, 3005248192-2021-00201 follow up report 1, 3005248192-2021-00202 follow up report 1, 3005248192-2021-00310, 3005248192-2021-00311, 3005248192-2021-00123 follow up report 1, 3005248192-2021-00124 follow up report 1, 3005248192-2021-00204 follow up report 1, 3005248192-2021-00185 follow up report 1, 3005248192-2021-00189 follow up report 1, 3005248192-2021-00232 follow up report 1, 3005248192-2021-00231 follow up report 1, 3005248192-2021-00212 follow up report 1, 3005248192-2021-00246 follow up report 1, 3005248192-2021-00244 follow up report 1, 3005248192-2021-00209 follow up report 1, 3005248192-2021-00205 follow up report 1, 3005248192-2021-00194 follow up report 1, 3005248192-2021-00112 follow up report 1, 3005248192-2021-00184 follow up report 1, 3005248192-2021-00180 follow up report 1, 3005248192-2021-00178 follow up report 1, 3005248192-2021-00225 follow up report 1, 3005248192-2021-00141 follow up report 1, 3005248192-2021-00132 follow up report 1, 3005248192-2021-00192 follow up report 2, 3005248192-2021-00176 follow up report 1, 3005248192-2021-00182 follow up report 1, 3005248192-2021-00188 follow up report 1, 3005248192-2021-00236 follow up report 1, 3005248192-2021-00187 follow up report 1, 3005248192-2021-00227 follow up report 1, 3005248192-2021-00224 follow up report 1, 3005248192-2021-00250 follow up report 1, 3005248192-2021-00252 follow up report 1, 3005248192-2021-00284 follow up report 1, 3005248192-2021-00237 follow up report 1, 3005248192-2021-00186 follow up report 1, 3005248192-2021-00243 follow up report 1, 3005248192-2021-00223 follow up report 1, 3005248192-2021-00215 follow up report 1, 3005248192-2021-00216 follow up report 1, 3005248192-2021-00217 follow up report 1, 3005248192-2021-00102 follow up report 1, 3005248192-2021-00294 follow up report 1, 3005248192-2021-00295 follow up report 1, 3005248192-2021-00221 follow up report 1, 3005248192-2021-00228 follow up report 1, 3005248192-2021-00240 follow up report 1, 3005248192-2021-00235 follow up report 2, 3005248192-2021-00138 follow up report 1, 3005248192-2021-00230 follow up report 1, 3005248192-2021-00165 follow up report 1, 3005248192-2021-00196 follow up report 1 3005248192-2021-00203 follow up report 1, 3005248192-2021-00253 follow up report 1, 3005248192-2021-00265 follow up report 1, 3005248192-2021-00268 follow up report 1, 3005248192-2021-00254 follow up report 1, 3005248192-2021-00281 follow up report 1, 3005248192-2021-00248 follow up report 2, 3005248192-2021-00266 follow up report 1, 3005248192-2021-00117 follow up report 2, 3005248192-2021-00242 follow up report 1, 3005248192-2021-00226 follow up report 1, 3005248192-2021-00274 follow up report 1, 3005248192-2021-00257 follow up report 1, 3005248192-2021-00269 follow up report 1, 3005248192-2021-00307 follow up report 1, 3005248192-2021-00327 follow up report 1, 3005248192-2021-00249 follow up report 1, 3005248192-2021-00199 follow up report 1, 3005248192-2021-00365 follow up report 1, 3005248192-2021-00114 follow up report 1, 3005248192-2021-00207 follow up report 1, 3005248192-2021-00316 follow up report 1 , 3005248192-2021-00337 follow up report 1 , 3005248192-2021-00358 follow up report 1 , 3005248192-2021-00147 follow up report 1 , 3005248192-2021-00130 follow up report 1, 3005248192-2021-00179 follow up report 1 , 3005248192-2021-00208 follow up report 1, 3005248192-2021-00222 follow up report 1, 3005248192-2021-00143 follow up report 1 , 3005248192-2021-00133 follow up report 1 , 3005248192-2021-00142 follow up report 1, 3005248192-2021-00156 follow up report 1, 3005248192-2022-00023, 3005248192-2022-00030, 3005248192-2021-00159 follow up report 1 , 3005248192-2021-00285 follow up report 1, 3005248192-2021-00366 follow up report 1 , 3005248192-2021-00360 follow up report 1 , 3005248192-2021-00362 follow up report 1 , 3005248192-2021-00111 follow up report 1 , 3005248192-2021-00170 follow up report 1, 3005248192-2021-00210 follow up report 1, 3005248192-2021-00264 follow up report 1, 3005248192-2021-00272 follow up report 1, 3005248192-2021-00247 follow up report 1 , 3005248192-2021-00278 follow up report 1, 3005248192-2021-00151 follow up report 1 , 3005248192-2021-00396 follow up report 1.

Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported 3 false positive results for patient samples on the alinity m resp-4-plex assay on the sars-cov-2 and rsv targets. One sample was positive for rsv on alinity but negative with seegene. The second sample was positive on cov-2 and rsv with alinity m but negative with seegene and genexpert. The third sample was positive on cov-2 and rsv with alinity m but negative with seegene and genexpert. Files analysis show that controls runs were valid, met assay specification requirements, and no error codes or flags were displayed for the controls. The false positive results were reported outside the lab and the patient had to be isolated during the retest. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.